Event description:
Procedure: sigmoid resection. Pt sex: unk. According to the reporter, after the device was fired to the sigmoid colon the jaw of the staple did not open. By using a reusable grasper the top part of the stapler was "torn open." Case was delayed 30 minutes. There was slight bleeding (more of an oozing) which occurred and required extra suturing. There were no additional pt/ procedure details available.